Event description:
It was reported that a patient presented with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. Corrective changes were made to restore the telemetry function. No patient consequences were reported.